Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26247. Related manufacturer reference number: 2017865-2021-26249. Related manufacturer reference number: 2017865-2021-26252. It was reported the patient presented for extraction of the implantable cardioverter defibrillator due to an unspecified infection. The physician noted vegetations on the leads, therefore the right atrial, right ventricular and left ventricular leads were explanted. There were no further patient consequences.